Manufacturer narrative:
Evaluation is in progress, but not yet concluded. After resetting the pots in occluder head, the occluder head now reads fifty-seven pounds. Per the srt, there will be no parts returned.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the occluder head on the perfusion system was out of specification on low side. The reading was forty-three pounds and it should have been between fifty and sixty pounds. There was no patient involvement.